Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was not detected on bus. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction in section e initial reporter first name and initial reporter last name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer opened the back panel and found that the retractor band was disconnected and broken, along with damage to the drawer board. The device was shut down, and the drawer was released to access the board and retractor band. Both components were replaced and properly seated. The station was booted, and the customer was asked to log in to recover the failed storage space. The drawer was tested for proper opening, and it was confirmed that the medications were still loaded and visible under the drawer settings. The drawer board was successfully replaced due to damage caused by the broken retractor band, and a newer board was installed. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was not detected on bus. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.